Manufacturer narrative:
A steris service technician arrived at the facility, inspected the renaissance sterilizers and verified the units were operating to specification. The technician performed multiple test cycles and determined the cause of the bi failures was due to wet steam in the load caused by low facility steam pressure. The technician asked the facility's engineering department to verify the facility's steam traps were operating to specification and requested the boiler steam pressure at the facility be raised from 50 to 60 psi. The technician then retested both sterilizers and found the biological tests indicated passing results. The sterilizers were installed in 2007 and are currently under steris service contract.

Event description:
The user facility reported they were receiving failed biological tests on both of their renaissance prevac sterilizers. The bi's were manufactured by a third party. No instruments were used in association to the failed bis. No injuries were reported. Seven surgeries were reportedly cancelled due to not having a sterilizer available.